Event description:
The following has been reported: fresenius kabi clinical implementation rep "[in my home office] was practicing with the 0.2 micron filter extension set (fk20251e) on the end of an ivenix admin set 0013. While infusing saline at 500ml/hr I kept getting the yellow occlusion alarms. I checked all connections and clamps including the connection to the smartsize valve on bag spike. After [unspecified] number of times, it went to a full red occlusion alarm. I was able to replicate this same issue with an additional (different) fk20251e. I also took this apart off the smartsite valve and still had the issue. So it was now just the ivenix 0013 + fk20251e together and occlusion alarms. Now, just checking one more thing - the occlusion pressure at 300mmhg in the ICU/critical care. I took the pressure up to 525 mmhg and the occlusion is still occurring.". Occurred during internal testing. Reporting due to the referenced issue as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
One sample was received for evaluation. After visual inspection and installing the admin set on ivenix infusion system machine and ran the primary bolus prime and secondary prime, the following observations were made: the customer returned the ivenix set set-0013-25 with six (06) 0.22-micron filters of kabi access infusion sets. Lots fk20251e. Two filters out of the 6 returned were out of the pack. No kinks were observed. Firstly, it was installed the admin set on the ivenix infusion system machine without the 0.22-micron filter in order to see if there were any defects with the kit that could cause the reported occlusion alarm. Primary line infusion passed successfully and was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. A saline solution bag was connected to the secondary port and line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10ml. A new terumo syringe 50 ml was connected to the secondary port in order to perform back priming and no defects were detected, it was possible to back prime 10.1 ml of solution. Therefore, no blockage was found at the secondary port. Secondary prime was performed with new terumo syringe 50 ml and the secondary line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10 ml. After installing the admin set into the ivenix machine and confirming that the set did not replicate the reported blockage, it was added to the secondary port, the 0.22-micron filter (lot fk20251e) and then secondary line was tested with a 50-cc syringe and with a set rate of 1000ml/hr and volume rate of 10ml. It was displayed alarm "upstream occlusion" multiple times. 0.22-micron filter was uninstalled from the admin set and then it was connected again the 50cc syringe to the micron filter in order to see if it was possible to replicate reported leak and blockage. This was tried with the two filters received out of the pack. First micron filter test showed a leak at the connection as it was reported by the customer. Second micron filter test revealed a blockage inside the filter as it was impossible to infuse solution through this filter and there was a resistance coming from the filter that was avoiding solution fluid flow freely. Customer complaint is confirmed by blockage and leakage observed in two returned 0.22-micron filters from kabi access infusion sets. Two 0.22-micron filters (lot fk20251e) were sent to the supplier in order to evaluate the blockage defect. The following root causes and actions were identified at the supplier site: root cause analysis for occlusion: samples received were evaluated by injecting saline solution with a syringe (3ml of solution saline) on the sets, no issues were found. Root cause analysis for leakage: during the review of the samples provided by the customer one of the pieces visually showed a breakage in the female luer. The potential root cause is raw material damage, during the molding process no risk of damage were identified during the assembly process. The customer complaint was confirmed as a manufacturing issue.